Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-70 serial number:(B)(6) batch/lot number: 5009786 model/catalog description: infinion pro lead kit, 16 contact, 70cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1232 serial number: (B)(6) batch/lot number: 816365 model/catalog description: wavewriter alpha 32 ipg kit unique identifier (UDI) #: (B)(4). Block d.2b; additional applicable product codes: qrb.

Event description:
It was reported that, following an implantable pulse generator (ipg) and lead replacement procedure (see MFR. Report 3006630150-2026-01323), a spinal cord stimulation (scs) patient was transported to the hospital for evaluation after presenting with fever and seizures. The patient was subsequently diagnosed with meningitis. According to the physicians assessment, cerebrospinal fluid (csf) accumulation was observed upon opening the puncture site. It was considered possible that the puncture needle had reached the dura mater, resulting in a cerebrospinal fluid leak and subsequent inflammation. As a result of this diagnosis, the patient was placed on antibiotics and underwent an emergency procedure to explant the entire scs system. Postoperatively, the patient continued to have an infection; however, the symptoms improved and the condition has stabilized.